Event description:
A malfunction was reported by the customer, indicated by a malfunction code on the pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the customer was able to continue using the pump without further issues. The customer was advised to call back if the malfunction code recurred, and they acknowledged and understood the instructions.